Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for failed battery test. Customer also reports that he is allergic to over tape. Customer¿s blood glucose was unknown at time of incident. Customer advised to monitor the insulin pump and revert to back up plan until replacement battery cap arrives. There was no clear indication that the alarm was cleared. Insulin pump will not be returned for analysis.